Manufacturer narrative:
Complaint conclusion: as reported, the sealant in a 5f mynxgrip vascular closure device (vcd) swelled prematurely before it was able to be delivered to the arteriotomy site. The device was removed, and hemostasis was achieved using manual pressure. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the device was cut in half as received. The shuttle cartridge was engaged to the black handle with stopcock open. The advancer tube was on the catheter shaft, engaged to the proximal tamp lock. The syringe, procedure sheath and sealant were not returned with the device. The returned device was dissected as received; therefore, no functional testing could be conducted. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1904902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed through analysis of the returned device since the device was received dissected, preventing functional analysis. The exact cause of the issue reported could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and product analysis, the condition of the returned device could not be determined since there was no information provided on cutting the device, or any complications occurring during the procedure that would require cutting the device. Additionally, as functional analysis could not be performed, it could not be determined what factors may have contributed to the failure to deploy/premature swelling of the sealant reported since there were no anomalies noted to the advancer tube and the tamp locks. However, procedural/handling factors are likely. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant in a 5f mynxgrip vascular closure device swelled prematurely before it was able to be delivered to the arteriotomy site. The device was removed, and hemostasis was achieved using manual pressure. There was no patient injury reported. The device was clinically used and will be returned for analysis.